Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-3138-55 ,serial #: (B)(4). Description: scs phiii ext 55cm, model #: sc-8336-50, serial #: (B)(4). Description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the ipg site. Symptoms were redness and drainage. The physician did not suspected that infection was device or procedure related. Antibiotics were prescribed. The patient underwent a revision procedure wherein the ipg and four extensions were explanted.